Manufacturer narrative:
Not available for evaluation.

Event description:
It was reported that the tps handpiece cord caused a bias current message to be displayed when connected to the console. The bias current message signals a condition occurred from which the device has the potential to cause unintentional activation of another device. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the tps handpiece cord caused a bias current message to be displayed when connected to the console. The bias current message signals a condition occurred from which the device has the potential to cause unintentional activation of another device. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Product return status and date provided. It was confirmed the cable caused a bias current error through functional evaluation. During the inspection, no external, physical damage was found. The presence of damaged internal wiring may cause or contribute to the reported event. The device is not repairable and will not be returned to the user facility.